Event description:
It was reported that during an unknown procedure, when the device was fired it locked out. It was difficult to open. Once it was opened, the cartridge was replaced. The device was fired again and it locked out. There was an excessive amount of tissue in the jaws during the time of firing.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incorrect cartridge size. Additional information was requested and the following was obtained: the procedure was a laparoscopic appendectomy. On what tissue type was the device used? Appendix. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The surgeon needed a refresher on how to open the device. The staff thought the same white load could be fired again so the same event happened, the device locked out. The reload was discarded. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.